Event description:
Pt with bilateral submuscular inframammary gels for augmentation done in 1992. Pt c/o intermittent pain for a few months bilaterally, with no relation to arm movement. 4-6 mos ago, pt developed pain in lt axilla which is worsening. Pt is aware of a lump there which they noticed this weekend. Pt thinks the implants have decreased in size over the years but is not sure as the pt has gained weight. Pt denies h/o trauma. There has been no change in shape/texture. Pt denies any systemic symptoms but is concerned with these symptoms. Pt is otherwise healthy.